Event description:
Doctor reported fracture of implant collar at tooth site 46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,4.1mm,sbm,11.5 (tsv4b11) was returned for investigation. Visual evaluation of the as returned product identified one trephine tool with implant inside. Unable to confirm fracture at the collar of implant due to as-received condition of implant. However, the customer provided x-ray evidence of the implant collar fractured. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported implant was located on tooth # 46 (fdi) and was used for approximately 5 years, 9 months. The customer did not provide any pictures, but provided three (3) x-rays. Device history record (DHR) review was completed for the subject lot number (62991007). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62991007) for similar events and one (1) other complaint was identified. Review completed utilizing keywords: fracture implant. Based on the available information, device malfunction did occur and the reported event was confirmed via x-ray.